Event description:
At approx 23:00 ICU notified rptr of an alarm sounding on a vent. When checked, rptr found the low inspiratory pressure and low mechanical min volumne alarms on. Rptr checked circuit for leak and found none. Et tube cuff was checked for leakage and none was found. Rptr then decided to change vents. While getting other vent, ICU notified rptr that vent was inoperable and that they were bagging the pt. Rptr followed the instructions on the vent and checked for leaks again. Vent was still inoperable. Vent then changed. Vent circuit was not melted prior to the change. This happened when vents were changed. Rptr turned vent off but not the heater. Heater was working properly.